Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for evaluation. A tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. There were various hypotube kinks along the length of the unit. The stent was not returned with the unit. There was evidence of crimp marks, indicating that the stent had been crimped in the correct location during the crimping process as the impression of the stent can be seen on the balloon material. There were no other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in a severely tortuous and moderately calcified mid left circumflex (lcx) artery. Following pre-dilation with a non bsc catheter balloon, a 2.50x24mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent detached/separated.